Event description:
Pt states, standing next to bed and grabbed side rail for support. Side rail was not locked in place, side rail fell and patient fell to knees. Patient was assisted back to bed. Examined by house staff, no injuries noted.